Event description:
It was reported that during a wisdom teeth extraction procedure, the micro drill long straight attachment overheated and caused a 1 cm diameter superficial burn on the pt's lip. Another drill was used to complete the procedure. The burn was treated initially with cold saline and then polyfax. It is unk is scaring is expected as the pt failed to attend the follow up appointment. No further info was provided.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. Please note that the micro drill long straight attachment was discarded because it is not a repairable device once it is disassembled.